Manufacturer narrative:
The air gas module which regulates the inspiratory air gas flow to the patient has been returned for investigation. During test in a reference ventilator a clear leakage sound was heard as soon as the air gas module was connected to the air supply. The leakage did not affect pre-use check. During ventilation it caused a slightly higher respiratory rate than set, a higher expiratory minute volume and a slightly lower peep (positive end expiratory pressure) than set. Ocular inspection of the gas module showed that the leakage was caused by a crack on the flow channel inside the gas module. Such damage could not occur if the gas module is mounted in the ventilator. According to received information the leakage appeared during preventive maintenance (pm) when the hospital's biomed remounted the parts back into the ventilator. There are 2 components (a nozzle unit and a filter) in the air gas module that are included in the pm kit and in order to replace them the air gas module must be dismounted from the ventilator. Our conclusion is that the air gas module has been exposed to some sort of an external force during pm which has damaged the flow channel inside the air gas module. According to received logs, pm was performed on (B)(6) 2016 and the date of event is updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that the air gas module was leaking. There was no patient involvement reported. (B)(4).